Event description:
It was reported that a patient line experienced a leak during peritoneal dialysis therapy. The patient was not connected at the time of the event. This occurred during priming of the device. The location of the leak on the patient line was not specified. The patient did not noticed anything unusual about their supplies before or after the leak. The technical service representative assisted in ending therapy. The patient would restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test, clear passage test, clamp function test and device-device interaction testing with a lab homechoice were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.